Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed, and it was noted that the occluder feet were broken which resulted in the set to leak with the clamp in the closed position. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a sample evaluation for an issue with a peritoneal dialysis (pd) transfer set, it was observed that the occluder feet were broken which resulted in the set to leak with the clamp in the closed position. It was unknown when the occlude feet broke. There was no patient injury or medical intervention associated with this event. No additional information is available.